Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h5303886 and lot # h5326013. This part is not approved for use in the united states; however a like device catalog # 6950315, 510k # k042498 was cleared in the united states. Manufacture date for lot h5303886 is 06 oct 2016; manufacture date for lot h5326013 is 10 jan 2017; product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient pre-operatively diagnosed with cervical dislocation underwent occipital fixation. Post -op, the rod got detached from the oc plate because one of the set screws placed at occipital bone plate of right side was backed out completely. Re-operation was performed as a result of the event.

Manufacturer narrative:
Product analysis: visual and microscopic examination were performed. 13 pieces of the construct were returned. The screw that had backed out was easily identified as there was a starburst wear pattern to the face of the screw from the rod moving back and forth on the screw as it backed out (part# g6950315;lot# h5303886). There does appear to be some witness marks on the edge of the screw indicating that the rod may have been over angulated or not fully seated in the plate when the set screw was installed. This, however, can not be fully confirmed due to the amount of damage to the screw face. If information is provided in the future, a supplemental report will be issued.